Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, (refurbished) 7mm extended length endoscope were broken and sent to schoelly for repair. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, (refurbished) 7mm extended length endoscope were broken and sent to schoelly for repair. No patient involvement.